Event description:
Caller reported that tandem wall adapter was very hot to touch. There was no adverse impact to the customer¿s blood glucose level. Customer requested a replacement wall adapter, which was approved as a one-time courtesy, and a new charging cable was sent to replace the damaged one.